Event description:
The customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
The ge svc rep checked the system. Image is very grainy. The rep reseated the image processor, checked image quality, ordered image processor s4, and removed and replaced the image processor then checked operation. Machine works as intended.